Event description:
It was reported non integration, implant relocated to sinus. Patient presents for second stage surgery and placement of a healing abutment. When the cap is removed, the implant moves and is displaced to the maxillary sinus. Tooth site # 25. Surgery performed to remove the implant from the sinus. Repositioning another implant in the affected area. Symptoms as a result of the event: pain, inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k011028, k013227.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvwb8, (impl tapered scr-v sbm 4. 7mm 4.5mm 8mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. However, no apparent damage or signs of malfunction that would have contributed to the reported event was identified. Measurements match drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1273907. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1273907 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿non-integration / relocated to sinus¿. The customer did not submit images for the reported event. IFU review: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants - IFU 4869 rev.10 ¿ 03/24. Information identified: "warnings" "contraindications" "precautions." Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 4, the most likely root cause determined from the investigation is external factors (patient conditions or incorrect techniques used.) Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.